Event description:
Healthcare professional reported a patient was injected with a syringe of juvéderm® volux¿ with lidocaine in the mandibular region. Soon after, patient had edema in the treated area without erythema. Patient was treated with prednisone and antibiotics which resolved within days. About 6 months later, the patient presented with intense erythema and edmea in the angular region of the jaw and is taking antibiotics. The healthcare professional reported event to be abscess. Event is ongoing.

Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.